Event description:
Pdc received a call on (B)(6) 2011 reporting medical intervention that occurred earlier that morning around 06:56 am. Caller, mother of patient, stated that the patient tested on her voice meter at 06:56 am. Test result not provided. The patient's daughter (caller's granddaughter) later found the patient on the ground. Voice meter was used to test patient's glucose level and it read 76 mg/dl. Patient's daughter called medics and, upon arrival, their meter read 40 mg/dl. It was reported that the patient took insulin the night before and did not eat anything before testing. Medics administered glucose through an i.v. Patient had a reading of over 100 mg/dl before medics left. Voice meter was not used when medics arrived or after. Upon cc representative troubleshooting device with caller, it was discovered that the patient was using expired strips. Patient was advised to contact their supplier for new strips.

Manufacturer narrative:
Patient was using expired test strips and advised to contact their supplier for new testing supplies.